Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 35-71 mg/dl) in the mornings. Cake was consumed to address bg. Cause of event was not known. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: patient began using the pump on (B)(6) 2018. Low blood glucose (bg) was not entered in the pump during the date range provided by the customer. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.